Manufacturer narrative:
Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported by customer service support: "the rep has told me that a kit we are sending today is for a failed mets op tomorrow (infection)".